Event description:
--

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was vacationing in canada when he heard beeping tones emitted from the device. A technical services (ts) consultant provided the name of a facility nearby that could check the device. Upon interrogation, a fault code 1003 was observed, indicating the voltage was too low for projected remaining capacity. It was reported that the remaining longevity was displayed as 8.5 years; ts discussed that the remaining longevity was no longer reliable due to the fault code and recommended device replacement. The patient intended to return to the united states for the device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information that this device was explanted. The device is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. It was incorrectly noted in a previous report that the date of the advisory was august 28, 2013. The correct date of the advisory is august 29, 2013. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Event description:
--

Manufacturer narrative:
The device remains implanted pending the replacement procedure. This investigation will be updated when additional information is provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.